Event description:
Determined to be reportable based on analysis completed on (B)(6) 2012. It was reported that during a percutaneous transluminal coronary angioplasty treatment procedure there was difficulty crossing the lesion and the shaft kinked. Vascular access was gained via the femoral artery. The 70% stenosed, concentric de novo lesion was located in the moderately calcified and severely tortuous involving a 45 - 90 degree bend right coronary artery. The 3.0 x 28mm lesion was pre dilated with a 2.5 x 15mm non - bsc balloon. The taxus element mr ous 28mm x 3.00mm was unable to cross the lesion and the shaft of the delivery system kinked while attempting to advance. The procedure was completed with a different device. No patient complications were reported and the patient's status is stable. Device analysis revealed stent damage and shaft fracture.

Manufacturer narrative:
(B)(4). Device evaluated by manufacturer: a visual and microscopic examination identified distal stent damage. Struts on the first row from the distal edge were raised distally. The balloon and tip sections of the device were visually and microscopically examined and no issues were noted with their profiles that could have potentially contributed to the complaint incident. The balloon was tightly wrapped and was not subjected to any positive pressure. The hypotube was broken approximately 32mm distal from the catheter's strain relief. Several kinks were identified along the hypotube. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).